Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the caller said the patient can't recharge and that his device doesn't work. The patient is having a MRI that is not due to a problem with their device or therapy. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the patient didn¿t charge their device in a timely fashion, which may have led or contributed to the issue. The hcp stated that the patient was asked to contact the manufacturer regarding the issue. It was unknown if the issue was resolved. No further complications were reported or anticipated.